Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported a case of thin corneal flap with a vertical gas breakthrough on a patient's right eye during lasik flap creation of a patient's right eye. Reporter indicated the flap was lifted and exicmer treatment performed. Surgeon felt the flap was thinner than programed. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. Review of the logfiles for the day of treatment shows during start up the calibration checks were performed without any issue. The user left the system in standby for more than five hours before starting to treat the first patient on that day without a new energy check. During the complete day there were no relevant error or warning messages. No further abnormalities can be identified besides the long time between the last energy check was performed and the reported patient was treated. Field service engineer (fse) arrived onsite and was not able to reproduce vertical breakthrough. Fse replaced the laserhead as a preventative measure, and successfully completed system verification to specification. Laserhead was not responsible for the vgb (vertical gas breakthrough) or thin flap. No technical root cause could be determined as the system is performing within specifications. Contributing factors for the reported issue maybe thickness of the cornea, age of the patient, docking technique, dimensions of the channel where gas can escape, or corneal scarring. (B)(4)

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.